Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection at the implant site. The patient was treated with antibiotics for a period of two weeks at the end of (B)(6) 2017 or at the beginning of (B)(6) 2017 (specific date and type not reported). However; the issue could not be resolved. On (B)(6) 2017 the patient underwent skin revision and was treated with antibiotics (type not reported) for a period of two weeks. It was also reported the patient experienced a possible loss of osseointegration. Additional information has been requested but has not been made available as of the date of this report, february 20, 2017.